Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge as instructed, removed o-ring from pneumatic tap, cleaned area, and successfully reloaded cartridge, after which insulin therapy was resumed without further issue.